Event description:
Revision surgery due to infection with exchange of the ep-fit plus shell, insert and ball head. Further involved device: biolox option ceramic ball head, size 32xl, ref. (B)(4), lot 787629 (third party manufacturer (B)(4)). Surgical history: on (B)(6) 2015: third surgical intervention (debridement, jet lavage, inserting refobacin-palacos-chain) due to infection (your ref. (B)(4)). On (B)(6) 2015: second surgical intervention (debridement, jet lavage, subfascial/subcutaneous drainage, removing refobacin-palacos-chain) due to infection (your ref. (B)(4)). On (B)(6) 2015: first surgical intervention (debridement, jet lavage, inserting refobacin-palacos-chain) due to infection (your ref. (B)(4)).